Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after this cardiac resynchronization therapy defibrillator (crt-d) was implanted, pacing threshold testing was performed. Once the first loss of capture beat was noted on the right ventricular (rv) and left ventricular (lv) lead, the field representative pressed the stop button on the programmer. However, it was noted that it took over three seconds for the crt-d to resume normal pacing. The pause in pacing did result in asystole until pacing resumed as this patient has complete heart block. Boston scientific technical services (ts) was contacted to provide technical assistance as to why it took the crt-d so long to resume normal pacing after the stop button was pressed. A ts consultant discussed that it normally takes the device two seconds after pressing the "end test" button to begin normal pacing but a longer delay can occur due to a combination of other factors including user reaction time as the command to start pacing will begin transmitting after the button is released, processing time of the command between the programmer and device, and telemetry transmission. The ts consultant also discussed that using the stylet when using the programmer would help with the user reaction time. At this time, the crt-d remains implanted and in service. No adverse patient effects were reported.